Event description:
The customer reported that the the asi on their AED is blank and there is no sound coming from the speaker. The customer replaced the 9v battery the there is no sound from the speaker. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that the the asi on their AED is blank and there is no sound coming from the speaker. The customer replaced the 9v battery the there is no sound from the speaker. The maintenance schedule is reported as monthly. The customer was instructed on proper maintenance and advised to contact the distributor for replacement battery. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.